Event description:
This am a near miss occurred when the respiratory tech got the vent too close to the 3t scanner. Pt was out of bore on the MRI gurney and was in the process of being taken out of the room. From what I saw the resp tech was a bit pinched in and lacked space to move himself and control the vent /circuit as the MRI gurney was pulled from the room. It was at this point he moved the vent over the 200 gauss line, too close to the scanner and the vent became attached. The vent was in use and connected to the pt. We quickly removed the circuit and took pt from room to hall where nursing staff placed pt on an ambu bag. The vent was carefully pulled from the scanner and was removed from the room. Visual checks and functional checks were done by staff on both the scanner and vent. All seems fine. No damage to report to any of the equipment and no injuries report.